Manufacturer narrative:
This report will be amended when out investigation is complete.

Event description:
It is reported that the pt rec'd an implant in (B)(6) 2012. On (B)(6) 2014 the pt underwent an irrigation procedure due to a staph infection. The pt continued to report problems with infection in the right knee and on (B)(6) 2014 he underwent the first stage of a two stage revision when an antibiotic spacer was placed. The second stage took place on (B)(6) 2015.

Manufacturer narrative:
Upon receipt of additional information, it was noted the patient received competitor knee components during a previous revision. The device(s) causing or contributing to this reported event were not manufactured by zimmer inc. Zimmer, inc. Considers this investigation closed.

Manufacturer narrative:
This report is being amended to reflect changes. Other device used: catalog #00111314001, palacos r+g bone cement, lot #78714387, qty 2, implanted (B)(6) 2014 - this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. This report will be amended when our investigation is complete.

Event description:
Upon review of the operative notes, it was determined that the patellar component was revised during the first stage of a two stage revision for a staph infection. The second stage was completed on (B)(6) 2015.

Manufacturer narrative:
This report is being amended to reflect changes. Device history records were reviewed and no deviations or anomalies were found. Review of primary operative notes confirms patient underwent a bilateral total knee arthroplasty due to osteoarthritis. The right knee was addressed first. Trial components revealed excellent stability, good tracking, and full extension. The pcl was sacrificed for soft tissue balancing. Final components were implanted and revealed good patellar tracking. Review of primary operative notes does not indicate root cause. The patient underwent a first right revision total knee arthroplasty due to a failed total knee. At this time, the patellar component was not explanted, but the remaining components implanted were a competitor's products. Review of second revision operative notes reveals that the patient underwent a two-stage revision due to septic right total knee, at which time only the patellar component and bone cement were zimmer products. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.